Event description:
Mitek received a 3500 from the FDA which was authored by the user facility which reports the following event: ¿this patient had a right shoulder arthroscopy with rotator cuff repair. Postoperatively, after the surgical drapes were removed, the surgeon noted that the patient had an area of epidermolysis / defect (burn like) below the incision (approximately 6 x 3 cm) the surgeon thought that perhaps his skin may have been sensitized by a recent sunburn in that area, and / or possibly the prescription drug that he was taking orally. The defect was very similar to another patient in a previous report, which is what prompted the surgeon to report this event. The surgeon feels that this defect may have also been caused by the mitek vapr heating the arthroscopy fluid to a very high degree and when it poured out of the port holes ¿ caused the skin defect. The patient¿s skin defect was healed. The reference to ¿the defect was very similar to another patient in a previous report, which is what prompted the surgeon to report this event¿, is addressed in mitek complaint file (B)(4). Per follow-up phone conversation between this author and the facility¿s risk manager (rl), rl stated that there was a preamble explanatory statement in this 2013-8014; however on the copy that we received from the FDA we could not find the clarifying statement. Rl states that this patient had leukemia, was on gleevec and also had a ¿sunburn¿ at the time of the procedure. We do not know, outside of wound management, what exactly was done for treatment (patient healed over time is what was stated). Because of the amount or the difficulty of the repair, the electrode was being continuously activated for longer periods than usual (not known for how long, but enough to be note worthy). Complaint device discarded. Also see associated MDR 1221934-2014-00050.

Manufacturer narrative:
This issue has been received through the FDA via a 3500 which was authored by the user facility. We cannot find that is had been previously reported to mitek. So we are filing an adverse event report on this historical event to document the experience described the facilities 3500. Nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.